Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to infection. During the explant procedure upon interrogation a code displayed indicating there had been a reset in the patient data including implant date. This is considered a benign issue and therapy remains available. No additional adverse patient effects were reported.